Manufacturer narrative:
A review of the device history records showed no inconsistencies or abnormalities. The inspection records for the incoming assemblies showed no inconsistencies. The catheter was returned for investigation. The catheter tubing had broken off just below the nose of the over molding. Under magnification, the area of separation exhibited jagged edges characteristics of undue force applied to the catheter. The remainder of the tubing was not returned. Possible causes of the breakage may have been a excessive pulling or straining of the tubing during manipulation of the catheter, or accidental manipulation due to movement of the infant which is applied undue tensile force to the catheter tubing. Catheters undergo 100% inspection which occurs during various stages of manufacture. Catheters also undergo tensile strength testing, flow, leak, and burst testing to ensure the integrity of the catheter, and its ability to endure use. No other similar complaints have been received for this lot number. The root cause of the complaint is not definitive. It is possible that the root cause was due to undue tensile stress associated with the user environment,

Event description:
The PICC catheter broke at the junction of the PICC line and the securing area (with the argon logo). The catheter was placed on (B)(6), dressing changed here by a PICC nurse on (B)(6) and found broken on (B)(6). The entire catheter was retrieved. There was no patient injury. Medical intervention was required to remove the broken PICC and replaced with a new PICC.